Event description:
The patient presented in the or for change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The physician elected to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.